Event description:
Reporter complains of breast hardness, capsular contraction, ruptured and deflation of one implant, positive ana tests, myalgia, spells of extreme fatigue and joint tenderness in fingers and wrist, anxiety, and depression.